Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image was not appearing clearly, and was described as black, white and blurry. The customer reported that when they adjusted the cable the image would become "clear" but when they let go of the cable the image would revert back to not appearing clearly. No delay in the procedure, use of a backup device, or harm to the patient was reported.